Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient experienced infection at the ipg site. As such, the patient underwent surgical intervention on (B)(6) 2021 wherein the entire system was explanted to address the issue. Reportedly, patient was hospitalized with IV medication to treat the infection. Infection has resolved.